Manufacturer narrative:
(B)(4). D10: 110010717 g7 depth gauge 072793. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the depth gauge broke during surgery while measuring for a screw and that the positioning guide rod broke as well when tightening down onto the version guide. No pieces fell into the patient. A backup tray was opened and utilized to complete the procedure.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided pictures identified the tip of the depth gauge had fractured. No pictures of the guide rod were provided. No further evaluation could be made with the provided pictures. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the photo of the fractured depth gauge. Fractured guide rod could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.